Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 10dec2020.

Event description:
The customer reported touchscreen is not working. There was no patient involvement.

Manufacturer narrative:
The biomedical engineer reported that the bottom half of the touchscreen is unable to be calibrated. Multiple attempts to retrieve device repair or diagnostic information has yielded no response from the customer. It is unknown if any parts or repair has been conducted.